Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a suspected over-discharge and a loss of therapeutic effect. It was stated the patient thought he let his implantable neurostimulator (ins) ¿expire¿ and ¿let it die out.¿ the patient reported he ¿might¿ need a new ins, but was ¿not sure.¿ the patient stated he was ¿supposed to charge it now and then and I haven¿t charged it for a long time¿ at the time of report. The patient further stated he did not remember the last time he charged the ins and that he¿did not think it was working.¿ the patient also reported he felt stimulation sometimes, but not very often. It was noted the patient did not have his programmer at the time of report and was unable to check if his stimulation was on. The patient was redirected to his healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.